Event description:
It was reported that the customer experienced low and high blood glucose levels. Some of her high blood glucose levels were due to air bubbles. Her blood glucose level was around 200-300 mg/dl. She had issues with her sensor and blood glucose level reading difference. The customer stopped wearing the sensor. She could not find the transmitter. The product was not returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 3004209178-2015-97112 for additional information. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.